Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the customer had been using manual injections for therapy while on vacation. During troubleshooting with tandem technical support, the malfunction alarm was cleared.